Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient reportedly starting having accuracies on (B)(6) 2025. On (B)(6) 2025, he observed that the cgm reading was different to what the patient felt so it made him to do bg testing. He got the following comparison since the session started: 254 mg/dl (bgfs)vs 354 mg/dl (cgm), bg 51 mg/dl vs cgm 150 mg/dl, bg 51 mg/dl vs cgm 86 mg/dl. He tried calibrating but didn't align this to his bg meter readings. While doing a fingerstick, he passed out but he doesn't know if it's due to having a low blood sugar or low blood pressure. Prior to passing out his bg was 51 mg/dl. When he regained consciousness, his cgm was 61 mg/dl. He went to the hospital accompanied by his wife during the evening. Neither the patient nor his wife recall what the cgm value was at the time of arrival and the patient did not recall having a bg test and cgm comparison. They performed a cat scan and diagnostic examination. He was also transferred via ambulance, from (B)(6) medical center where a cat scan revealed a minor brain bleed. This occurred due to hitting his head on a drawer after he passed out. He was then transferred to a different hospital for further evaluation and overnight observation, during which another cat scan was performed. The brain bleed was minor and did not require any further treatment. The patient went to two different facilities in less than 24 hours. He went to the nearby ER on (B)(6) 2025 then was transferred via ambulance to another hospital. The patient was discharged at 11:00am the morning after ((B)(6) 2025). At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b, d, c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.